Event description:
Aggregate data suggest that use of the margron stem in soft bone or stove pipe bone primary procedures may create a higher-than-average possibility of the need for revision surgery. Data indicate that devices are not defective and did not cause or contribute to the need for revision.